Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was noted the patient wasn't sure if there was another medication mixed in. The indication for use was noted to be spinal pain. It was reported that on (B)(6) 2018 the patient saw code 8286 on his personal therapy manager (ptm), which indicates an empty reservoir. The patient was not due for a refill, had not missed a refill and was scheduled for a refill on (B)(6) 2018. The pump was not alarming. The patient reported no symptoms. The patient was redirected to his doctor for a refill. No further complications were reported.